Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the fork snapped at 2 places. Also states the chair was being pushed through the snow at the time it snapped. MDR filed.